Manufacturer narrative:
Investigation summary: two photos were received and analyzed by our quality team. The photos clearly show a needle puncture through the sharps container device and the complaint has been verified. The puncture is near the bottom of base which rules out the possibility of over fill of the device. The supplier of this product has been notified and without further information like a physical sample for testing or the respective lot#- the root cause cannot be determined and the production quality history remains unknown. This issue has been seen in the past when inappropriate pressure is applied to the base of containers causing needle to break through puncture resistant material. The sharps container is designed to prevent needle punctures but when external force is applied it does not prevent a forced puncture.

Event description:
Photos received.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd sharps container was protruding the following information was received by the initial reporter with the following verbatim: recently, customer had a staff incur a needlestick injury when she went to lift a 17 litre sharps container which was filled. The nurse went to place the container on her thigh and the protruding needle stuck into her leg.